Event description:
(B)(4) clinical study. It was reported 1491 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure that the pt experienced a myocardial infarction requiring subsequent reintervention. The index procedure treated the 80% stenosed 2.5x20mm target lesion located in the 2nd diagonal branch. Treatment consisted of pre-dilation and the placement of a 2.5x24mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 1491 days following the index procedure, the pt presented with a myocardial infarction, was treated with medication and then admitted into the hospital. The location of the myocardial infarction was not identifiable until the next day when the pt underwent a pci which revealed a 100% restenosis in the 2nd diagonal branch. Treatment utilized balloon angioplasty and the placement of a non bsc stent resulting in 0% residual stenosis. The event was resolved with no residual effects and the pt was discharged the next day.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).